Event description:
The manufacturer received information alleging a ventilator service required alarm was occurring on the trilogy ev300 device. There was no harm or injury reported. The customer placed a service call to the philips helpdesk for this issue. A philips remote service engineer (rse) assisted the customer for this issue. The customer provided the system error log for this issue. The philips rse confirmed thru the system error log that the ventilator service required alarm had occurred on the device. The philips rse alleged that the flow sensor would need to be replaced on the device. The philips rse dispatched a philips field service engineer (fse) to further evaluate the device. The philips fse confirmed the flow sensor was causing the issue on the device. The device's flow sensor was replaced on the device. Additional findings not related to the malfunction/issue was contamination found in the system printed circuit board assembly (pcba) tubing. The philips fse replaced the system pcba tubing to resolve this issue on the device. After replacing both parts on the device, the philips fse performed all performance verification tests on the device. The performance verification tests had passed on the device.